Manufacturer narrative:
(B)(4). Batch # unk. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed.

Event description:
It was reported that the band was placed on (B)(6) 2009. The patient has had quite a few gastric band adjustments over the years, but seems to have developed a leak of some kind over the past few months. The doctor feels that the leak is in the port and wants to replace the port.

Manufacturer narrative:
(B)(4). Batch # zjkbdr. A velocity port was received, the port was returned with the hooks closed, with 14 puncture on the septum. Debris were observed, in addition the connector sleeve was received , it can be seen cut. No issues were noted on the velocity port at any time. Due the balloon was not returned for analysis, it was not possible to draw a definitive conclusion regarding the root cause of the reported event. A device history record (DHR) review was performed, and no discrepancies were recorded during the manufacturing process in relation to the alleged issue.